Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material/black liquid leaking from the tip was confirmed and determined to be due to an observed leak in the biopsy channel. As a result of the observed leak, device reprocessing could not properly be performed. The root cause of the biopsy channel leak could not be determined, however, the issue was likely the result of user handling/mishandling. Additionally, the root cause of the missing ke45 adhesive at the forceps cover could not be determined, however the issue was likely the result of user handling/mishandling. The event may be detected/prevented by following the instructions for use sections below: chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, foreign material exited from the evis exera ii ultrasound gastrovideoscope's channel after being cleaned. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leaking at the instrument/biopsy channel, discoloration, surface scratches at pink probe and no ke45 adhesive at the forceps cover, the bending section cover glue had cracks, there was channel leaking at the forceps passage, a scratch at switch #1, and water invasion. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.